Event description:
Patient reported experiencing red eyes without irritation after using concept 1-step solution. The event occurred two weeks ago from date (B)(6) 2022. The patient purchased 2 sets of consept 1-step (300ml x 3. Each set has 3 bottles). Purchase was made two months prior in june (about middle of (B)(6) 2022) and opened in july (around middle or late (B)(6) 2022). The name of the contact lenses is unknown. After using the first bottle of consept 1-step, both of his eyes turned red repeatedly without irritation. He rinsed his contact lenses with concept rinsing solution, but his eyes remained red. His contact lens case was not damaged or cracked. He stopped using his contact lenses and used eye drops for two weeks. He resumed using his contact lenses on the day of this call, but his eyes turned slightly red again. Patient sought medical attention and his doctor¿s diagnosis was conjunctivitis (allergic symptom). Two kinds of eye drops were prescribed. One was antibiotic, and the other a decongestant (names are unknown). Also prescribed was levofloxacin ophthalmic solution 0.5% and pranoprofen ophthalmic solution 0.1%. Through follow-up the patient reported he had recovered. No further information was provided. This report is for the disinfectant solution in use for this case. A separate report is being submitted for the neutralizing tablets.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: sep 20, 2022 section h3: evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product chemical test was conducted on the returned sample, all the tested items met product specification, no product deficiency was confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.